Event description:
It was reported during the implant procedure that the 6947 lead was not sensing and was therefore not used. Additionally, the stylet became stuck in the 4194 lead. The 4194 lead was not used. Additionally, the patient was diagnosed with a congenital heart condition and needed an epicardial system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found and the visual inspection revealed no defects or damage. Guidewire stuck in lead (presumptively due to dried blood). No other visual defects or damage was noted.